Event description:
This unsolicited case from united states was received on 05-dec-2017 from the consumer. This case concerns a male patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced bedridden, red swollen knees (localized erythema), red swollen knees (swelling of knees) and pain. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, at 6 ml, once (lot number and expiration date: not reported) for knee osteoarthritis (bilateral injections). On an unknown date, unknown latency of receiving the injection the patient presented with red swollen knees. Patient was bed-ridden for 4 days with pain (moderate to severe). Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: disability for bedridden additional information was received on 15-dec-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 15-dec-2017: the follow-up information received does not change the prior assessment of the case. This case concerns a male patient who received synvisc one injection and later was bedridden with pain. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the consumer. This case concerns a male patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced bedridden, red swollen knees (localized erythema), red swollen knees (swelling of knees) and pain. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, at 6 ml, once (lot number and expiration date: not reported) for knee osteoarthritis (bilateral injections). On an unknown date, unknown latency of receiving the injection the patient presented with red swollen knees. Patient was bed-ridden for 4 days with pain (moderate to severe). Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: disability for bedridden pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a male patient who received synvisc one injection and later was bedridden with pain. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.